Manufacturer narrative:
The ge service representative conducted an on site investigation. The female pins on the collimator were closed. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator iris too large error message. No patient injury was reported.